Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. The customer is expected to return the device for evaluation, and a replacement pump was provided to ensure uninterrupted insulin delivery.